Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used. The patient's blood glucose (bg) values reached 240 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 59 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle mechanism deploying late, a root cause for the reported event could not be determined.